Event description:
It was reported by the customer that they were getting high impedances when turning on rf ablation. The customer changed the catheter and catheter cables with no results, also they tried to fix the issue by changing the stockert generator cable and the rf adapter cable, however it did not resolve the problem. After this, it was found that the pacing channel was open on the recording system (new carto 3 ECG cards). After closing the pacing channel on the recording system the issue was resolved and the procedure was continued. At this moment, it is unknown if the physician was able to ablate with an open pacing channel. However, the clinical specialist stated that during a procedure that occurred the previous week, they were able to ablate with the pacing channel open. Multiple follow ups were performed to obtain the additional information for this event and to obtain information related to the previous procedure mentioned by the reporter. Since it remains unknown whether the physician was able to ablate with an open pacing channel, bwi has decided to make this event reportable and continue to attempt obtaining the missing information. A supplemental report will be submitted with any additional information.

Manufacturer narrative:
Manufacturer reference #: (B)(4). It was reported by the customer that they were getting high impedances when turning on rf ablation. The customer changed the catheter and catheter cables with no results, also they tried to fix the issue by changing the stockert generator cable and the rf adapter cable, however it did not resolve the problem. After this, it was found that the pacing channel was open on the recording system. After closing the pacing channel on the recording system the issue was resolved and the procedure was continued. The field engineer reported that it was found that the pacing channel on the recording system was opened. Once it was closed the issue was resolved. The issue was not related to carto 3 system but related to the recording system. The clinical specialist advised to the field engineer that a visit to account will not be necessary. System is functional and ready for use. The DHR associated with carto 3 # 11876 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the analysis repair record is completed. Concomitant product: stockert 70 system: us catalog #: s7001, serial #: (B)(4).